Manufacturer narrative:
Information references the main component of the system and other applicable components are:: product ID: 3889-28, lot# v896802, implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that in a couple years could not remember the year it was not working like it used to. Patient mentioned that ¿to hell with it, took medication for the bladder and they had the healthcare provider to fix it or take it out¿. The patient remembers meeting with a representative "and they tried to help the patient with it and it might have helped for a day or two but that¿s about it. That experienced loss of therapy. They had the lead and implanted neurostimulator replaced. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further complications were reported/anticipated.